Event description:
It was reported via repair work order that the unit has a bent litter frame and is leaning to the patient right side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit will be scrapped by the customer.